Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that this was an acute myocardial infarction (ami) case. When the stent delivery system (sds) was inflated inside the patient, it was noticed that the stent was not on the sds. The stent implant was found inside the protective sheath with the stylet. Another company's stent was implanted and the procedure was completed. It was noted that no resistance was felt when removing the protective sheath and the physician didn't perform air-bleeding before removing the protective sheath. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was not returned. Only the stent implant was returned on the stylet with an orange protective sheath. The stent implant was returned with no blood or contrast visible. There was no damage noted to the stent implant. A laser micrometer was used to measure the outer diameter of the stent implant. The stent implant middle outer diameter measurements did not meet manufacturing criteria. The stent implant proximal and distal outer measurements met manufacturing criteria. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.